Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the present instruments conform to specifications. It is presumed that the washing process was not performed adequately and had led to a very bad accelerated corrosion of the parts. Please not: regarding corrosion it can be stated, that all materials, including stainless steel are only conditionally rust-resistant. The corrosion resistance will only be ensured, when clean instruments are stored under dry and metallic-contactless conditions. All metallic contact with humid or wet conditions creates electrolytic reactions, which led to contact corrosion. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Rust located on instruments. This report is 3 of 4 for complaint (B)(4).